Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer also reported at the time of the event she was sweating, shaking and having a headache.there was no report of death or serious injury.